Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating at the tip. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.